Event description:
The physician placed a wilson-cook esophageal z-stent with dua anti-reflux valve at the ge junction. At some point during the 3 weeks following the procedure, the dua stent migrated into the pt's stomach. The physician attempted to retrieve the esophageal z-stent using a snare. During the retrieval the stent became lodged in the pt's esophagus. The physician removed the dua anti-reflux valve from the stent using a snare. The stent was left in the pt's esophagus. Following the procedure, the pt's condition was reported to be stable.